Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, second-degree atrio-ventricular (av) block (wenckebach type) was observed. Full pacing was provided as complete heart block (chb) occurred. The valve was implanted and temporary pacing was discontinued the same day as the native rhythm returned. Eighty-four days following the implant of the valve, a high-grade av block developed and required the implant of a permanent pacemaker. No additional adverse patient effects were reported.